Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's wife complained of discrepant inr results that the customer received on the coaguchek xs meter serial number (B)(4). The customer initially tested on the meter at 6:55 a.m. With a result of 6.4 inr. The customer didn't believe this result as it was too high. The customer re-tested on the meter at 7:00 a.m. With a result of 4.5 inr. The customer didn't think either result was correct. It takes the customer approximately 1 minute to dose the test strip. Product labeling states "after sticking your finger, you have 15 seconds to apply blood to the test strip." The customer's wife reported the results to the healthcare provider. No changes had been made to the customer's medication. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer is feeling ok. The customer is not anemic, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies. There have been no changes in the customer's coumadin dose. The customer received a hormone shot a few days ago and was expecting results to be elevated but thought the results of 6.4 inr and 4.5 inr are too high. The customer's diet is ok and is not experiencing any bleeding. The customer has a dark, circular spot on his foot that may be a bruise. No treatment was necessary for this spot. The meter and test strips were requested and returned for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Customer's strips: qc 1: 2.4 inr, qc 2: 2.4 inr. Retention strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The customer used the same finger for both tests. Product labeling states "if you need to redo a test, use a new lancet, a new test strip, and different finger." The investigation of the customer's material in comparison to retention material and comparable master lot test strips did not show abnormalities. Retention test strips (lot 272164-21) were tested in comparison to master lot # 28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.